Event description:
A consumer reported that following use of this solution in conjunction with contact lenses, she experienced sporadic discomfort and pain. She also reported having corneal infiltrates and she was told that this product was the cause. She was given antibiotics, instructed to use a different product, and to discard any open contacts. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 03/09/2012 and 03/15/2012 by phone and mail. A completed questionnaire has not been received. (B)(4).